Event description:
Reportedly, the idf file is not recognized by the programmer manager (neither on a smarttouch nor on my computer). It is possibleto open it on a microport computer, but not at on programmer at hospital.

Manufacturer narrative:
This issue is due to a new encryption key within any ulys, edis and gali programmer files (.cso) to respond to cybersecurity rules. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.